Event description:
After iabp for 6 hrs, blood was noted in the catheter. Multiple event to initial complaint number 96-00408. Event complications: none from the event - reported 11/27/96. Pt's current status: ok - rpt'd 11/27/96.

Manufacturer narrative:
(This follow-up MDR was mailed to FDA on 4/25/97). Evaluation summary. Eval: underwater leak testing disclosed a leak in membrane. Under microscopy, a penetration was seen within a whitish patch. Patch, when strained, exibited typical appearance of an abrasion mark. Probable cause of difficulty: ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.